Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an anterior resection procedure, the surgeon was performing anastomosis of an anterior resection with the device. After tissue was secured with tissue compressed within the scale, surgeon tried to fire but did not hear any audible feedback nor feel any crunch at the handle. Tried to re-fire after multiple adjustments of the tissue compression knob but still did not hear any feedback/showed signs of successful firing. Surgeon decided to remove anvil to check on the bowel to realise that bowel was stuck to the cartridge end of the cdh and staples were shown to be fired but not complete (staple legs are straight and opened). As bowel was stuck to the stapler, surgeon had to use diathermy to cut the bowel to remove the stapler. Another like device of a different lot number was opened and successfully fired. Surgeon is concerned that the products in the same lot number may be faulty. No washer ring was found in the stapler. There were no adverse consequences for the patient reported. The device is being retained by the customer.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.